Manufacturer narrative:
The field service engineer cleaned the sipper nozzle. After service, no further issues were reported by the customer. The cause of the event could not be determined. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter received questionable gen.2 ise indirect na and k results from a cobas 8000 cobas ise module. The initial results were reported outside of the laboratory. The treating physician questioned the results and requested that the sample be repeated. The initial na result was 180 mmol/l. The repeat result was 140 mmol/l. The initial k result was 5.5 mmol/l. The repeat result was 2.7 mmol/l. It is not known which results were deemed correct. The electrode serial numbers and expiration dates were requested but not provided.